Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the cardiac rupture and hematoma post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (age, small body weight, severe annular calcification, bulky native leaflet calcification, severe aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in japan, during a transfemoral tavr procedure, a 29 mm sapien 3 valve was deployed with nominal volume, where intended in a final 90:10 aortic/ventricular (a/v) position. Post valve deployment, angiography confirmed contrast fluid ¿leaking¿ from the aorta. Tte confirmed a cardiac effusion and the blood pressure dropped to 70¿s mmhg. Heparin was administered; however, the patient remained hemodynamically unstable. Tee confirmed a hematoma around the sinus of valsalva (sov). The amount of the cardiac effusion was not increased. Aortography was performed. The leakage of contrast fluid could not be confirmed; however, the patient hemodynamics were still unstable. Percutaneous cardiopulmonary support (pcps) was initiated and a thoracotomy was performed. Although a hematoma was confirmed, the bleeding and or bleeding site could not be confirmed. The incision was closed and the procedure was completed. Per medical opinion, although the bleeding site was not identified during the thoracotomy, an sov rupture occurred. The native annular valve area measured 598 mm2 by CT. The sov diameter measured 34 mm x 33.9 mm x 35.5 mm. Severe annular calcification, bulky ncc calcification, mild lcc and rcc calcification, and severe aortic root calcification was reported.